Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence, and positional incontinence are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The dfu instructs fill with solution and aspirate air from the cuff until air bubbles are removed. Manipulate the cuff as needed, taking care not to overfill or stretch the cuff. In addition, the dfu instructs fill prb with 20 ml of solution, then aspirate the air from the prb until air bubbles are removed. Manipulate the prb as needed, taking care not to stretch the prb. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent air in system. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) implant device was experiencing recurring incontinence. The patient was examined physically and visually in clinic. It was determined that the device was no longer cycling. The physician was unaware of the cause. The physician removed and replaced the device through replacement surgery, and the patient fully recovered. During explant air was observed in the pump, and there were no further signs or symptoms reported.